Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Lip gets caught in between. Brush head keeps coming loose. Consumer called stating the brush head keeps coming loose. No serious injury was reported.